Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hospital visit due to diabetic ketoacidosis on (B)(6) 2016. Date of issue is an approximation. No additional event or patient information was provided.